Manufacturer narrative:
It was reported that the threshold test continued to decrement when the button on the merlin programmer was released. The provided information was reviewed by abbott engineering and it was determined that the threshold decrement test was performing per design. Due to the patient requiring a higher pacing amplitude, the current settings were not sufficient to allow for capture. Based on analysis, it took 3 cycles to revert to the programmed amplitude. The last 2 cycles, before capture was restored, was being paced at 3.5 v as expected, but it did not result in capture in the lv chamber due to wedensky effect.

Event description:
Related manufacturer reference number: 2017865-2025-17541. It was reported that during an in-clinic follow-up, while performing regular threshold testing, the programmer exhibited a threshold testing decrement issue and the implantable cardioverter defibrillator (ICD) exhibited loss of capture, which resulted in patient experiencing an arrhythmia. It was noted that after the testing was completed and the ICD was returned to programmed settings, the patient experienced dizziness. No intervention was performed. Patient condition was unknown.